Manufacturer narrative:
Follow-up #1: date of submission (B)(4) 2014. Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: a review of the pump¿s black box data revealed that the cartridge dispensed 10 units during the load step. During testing, the cartridge was set for 200 units. While the load step was performed, 93 units were dispensed and the cartridge was recorded at 107 units. The force sensor calibration reading was low. The pump was opened and the trace at the pin of the force sensor flex was found to be cracked. There was no evidence of moisture or corrosion observed inside the pump. The battery and cartridge caps were returned with the pump and used to complete the investigation. Unrelated to the initial complaint, the battery compartment was observed to be cracked.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a prime (prime issue) issue. The reporter alleged a load step malfunction and that the pump was not priming tubing during the load step. It was reported that there was a smaller prime volume than normal to prime the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.